Event description:
(B)(6) left lower chest pressure progressing across chest, elevated map which continued after taking benodiazepine and hydralazine; hospital administrated nitro and morphone, found to have elevated troponin I.